Event description:
During the procedure poor suction caused capsule rupture and possible corneal burn on one pt.

Manufacturer narrative:
H11: partial info in section f provided by customer's initial report. No additional info received to date. F-10: 1388 - labeled; 1422 -na. Codes provided by MFR. B-4: 8/1/96.